Event description:
It was reported that the patient lost a significant amount of weight and was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.